Manufacturer narrative:
No failure was detected, the device operated within specification.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback prior to reaching the arteriotomy. The device was removed and the patient was converted to manual compression (duration unknown) at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a go/no go gauge to be within the 5.75mm - 6.15mm specification. Based on the information provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the device did not meet specification or perform as intended per the instructions for use (IFU). The review of the lhr (lot f1221508) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).